Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service codes 107 and 204) were confirmed in the download data but were unable to be duplicated during troubleshooting. Upon investigation the trunk cable connector was physically damaged and the electrode belt was unable to securely connect to a monitor. Investigation into similar events indicated that the reported service codes can be caused by the damaged electrode belt connection and the resulting intermittent communication with the monitor. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the patient was receiving service codes 204 (belt/monitor unusable) and 107 (mult abnormal shutdowns).